Event description:
Customer reports that she had an emergency room visit on (B)(6) 2014 due to high blood glucose of over 1000 mg/dl and diabeticketoacidosis. Customer was treated and released. Customer was wearing insulin pump at the time of emergency room visit. Customer also reports to have been hospitalized in (B)(6) 2014 due to high blood glucose and diabetic ketoacidosis. Customer was hospitalized for four days. Treatment while hospitalized was not given. Customer was not able to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).